Manufacturer narrative:
Age: unk. Sex: unk. Weight: unk. Ethnicity: unk. Race: unk. Date of event: unk. (Expiration date): unk, no serial number reported. Implanted: unk. Explanted:unk. This product is not marketed in the us. (Device manufacturing date): unk, no serial numbers reported. (B)(4).

Event description:
On (B)(6) 2019 we received notification of an article published in indian journal of ophthalmology, ' challenges during femtosecond laser assisted cataract surgery with posterior chamber phakic intraocular lens.' The article reports one case of cataract following icl with subsequent explant and flacs (femtosecond laser-assisted cataract surgery). Per case report a (B)(6) man with high myopia, who had undergone icl surgery presented with progressively decreased vision in his right eye for the past 2 years. Slit lamp examination showed icl in situ with a patent peripheral iridotomy and normal intraocular pressure. Icl was not in contact with the lens, lens vault appeared normal. Nuclear cataract was observed. The icl was explanted and flacs was performed. A three- piece hydrophobic foldable iol was implanted. Patient regained uncorrected distant vision 20/20 at 1-month post cataract surgery. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Claim#: (B)(4).

Manufacturer narrative:
Corrected data: h6 - patient code 3191: was reported with correct information in manufacturer narrative in initial medwatch report, but code should have been selected in h6 section. H6 - patient code: (B)(6) should be removed from initial medwatch report, as it is not applicable. H6 - device code: 1401 should be corrected to 2993. H6 - device code 1494: off-label use (acd < 3.0mm). Claim#: (B)(4).